Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement, the device material allegedly discolored and distorted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported catheter emulsification, discoloration and identified material protrusion and stretched issues as, both the extension legs were noted to be emulsified, protruded and bulged. Furthermore, milky white opacification was observed on both of the extension leg. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The current instructions for use states, warning: acetone and polyethylene glycol (peg)-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin¿ ointment) are the preferred alternative. Alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solution(s). Solutions should be allowed to completely dry before applying dressing. Warning: alcohol should not be used to lock, soak or declot polyurethane dialysis catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Warning: hand cleaner solutions are not intended to be used for disinfecting bard® dialysis catheter luer-lock connectors. Care and maintenance the care and maintenance of the catheter requires well trained, skilled personnel following a detailed protocol. The protocol should include a directive that the catheter is not to be used for any purpose other than the prescribed therapy. Exit site cleaning: ¿ use aseptic technique (as outlined above). ¿ clean the exit site at each dialysis treatment with chlorhexidine gluconate unless contraindicated. Apply antiseptic per manufacturer¿s recommendations. Allow to air dry completely. ¿ cover the exit site with sterile, transparent, semipermeable dressing or per hospital protocol. Recommended cleaning solutions: exit site: ¿ chlorhexidine gluconate 2% solution (preferred). ¿ chlorhexidine gluconate 4% solution. ¿ dilute aqueous sodium hypochlorite. ¿ 0.55% sodium hypochlorite solution. ¿ povidone iodine. ¿ hydrogen peroxide. ¿ chlorhexidine patches. ¿ bacitracin zinc ointments in petrolatum bases. H10: g3, h6 (device, method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post dialysis catheter placement, the device material allegedly discolored and distortion. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported catheter opacification, discoloration and identified deformation due to compressive stress, bulged and consequent thinning of extension leg issues as, both the extension legs were noted to be discolored, deformed, protruded and bulged. Milky white opacification was observed on both of the extension leg. However, the investigation is unconfirmed for the reported deformation issue as bulged and consequent thinning were identified in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The current instructions for use states, warning: acetone and polyethylene glycol (peg)-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative. Alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solution(s). Solutions should be allowed to completely dry before applying dressing. Warning: alcohol should not be used to lock, soak or declot polyurethane dialysis catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Warning: hand cleaner solutions are not intended to be used for disinfecting bard® dialysis catheter luer-lock connectors. Care and maintenance: the care and maintenance of the catheter requires well trained, skilled personnel following a detailed protocol. The protocol should include a directive that the catheter is not to be used for any purpose other than the prescribed therapy. Exit site cleaning: use aseptic technique (as outlined above). Clean the exit site at each dialysis treatment with chlorhexidine gluconate unless contraindicated. Apply antiseptic per manufacturer¿s recommendations. Allow to air dry completely. Cover the exit site with sterile, transparent, semipermeable dressing or per hospital protocol. Recommended cleaning solutions: exit site: chlorhexidine gluconate 2% solution (preferred); chlorhexidine gluconate 4% solution; dilute aqueous sodium hypochlorite; 0.55% sodium hypochlorite solution; povidone iodine; hydrogen peroxide; chlorhexidine patches; bacitracin zinc ointments in petrolatum bases. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement, the device material allegedly discolored and distortion. There was no reported patient injury.